Event description:
Event description guidant received information that this flextend lead has possibly perforated this patient's myocardium due to a potential infarct. The decision was made to abandon this lead and implant a new lead.